Event description:
A malfunction alarm, identified as alarm 20, was reported from a pump during use, but there was no adverse impact to the customer's blood glucose level. The customer was unable to resume insulin therapy after trying to load a new cartridge, as the cartridge alarm recurred. Technical support replaced the pump. The customer reverted to multiple daily injections as a backup therapy and was guided on how to store and return the faulty pump to tandem, using a pre-paid label, within ten days.